Event description:
Bi-lateral bladder erosion in a proact patient. The patient was bi-laterally explanted.

Manufacturer narrative:
The uromedica representative reported that post-operative cystoscopy confirmed the balloons were initially placed appropriately and there was no indication of perforation at the time of implant. Uromedica (B)(4).